Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a pneumothorax procedure,the device was used but found to be very difficult to fire the reload. The surgeon used extra force to fire and then found the staples could not be formed perfectly. Another device was used to complete the procedure. There were no adverse consequences for the patient.